Event description:
It was reported that during a sleeve gastrectomy procedure on second to the last firing on the fundis. They were using a gold cartridge and peri strips. When firing the staples bunched up and did not form correctly. The cutline was also jagged. A second device was pulled, the staple line was cut out and the case was completed with the second device. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition a surgical video was received and it is believed the complication experienced with the device was the result of crossing an existing staple line at an angle too close to perpendicular.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Fundis. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second to the last firing. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Black on the first and then gold for the rest of the firings. Was buttressing material utilized? Yes, peri strips. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No.